Event description:
Report received of "smoke, sparks and flames" the power cord insertion site while the device was in use. The pump was returned to the biomedical engineering department with an unsigned note that stated "smoke, sparks and flames." No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional info was provided.